Event description:
During a case neuron max 088 unit was leaking blood through the valve and would not stop.

Manufacturer narrative:
Conclusion : the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was scrapped by hospital.